Event description:
It was reported that the patient was having a routine battery change and green liquid was noted along the white ribbon connecting the 11v battery to the system controller. The system controller and the battery was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6 - implant and explant date were incorrectly included in the initial report. Manufacturer's investigation conclusion: the reported event of ¿green liquid was noted along the white ribbon connecting the 11v battery to the system controller¿ was confirmed with the provided photo. The provided photo captured the greenish fluid inside the battery compartment. Previous complaint history has determined the green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation of the power cables that reacted with the underlying shielding/construction. The fluid substance is then able to travel into the inner compartment through the power cable assembly. Additional information communicated that the suspected system controller will not be returning for an evaluation. To date, the system controller (serial # (B)(6) ) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 6, ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.